Manufacturer narrative:
(B)(4). Kasakura, s., mori, t., nakai, n., tanno, y., & yoshioka, k. (2017). Efficacy of cilostazol in stent-assist coil embolization of unruptured intracranial aneurysms. Journal of the neurological sciences, 381, 864. Doi:10.1016/j.jns.2017.08.2435 this MDR report is being submitted for multiple patients (quantity of 3) with no patient demographics or device specifics. Due to the nature of the complaint, the devices were not returned for analysis nor were the sterile lot numbers provided in order to conduct lot history reviews. Complaint conclusion: as reported in a literature article by kasakura, s., mori, t., nakai, n., tanno, y., yoshioka, k., entitled ¿efficacy of cilostazol in stent-assist coil embolization of unruptured intracranial aneurysms¿, symptomatic thromboembolic events occurred in three patients during the procedure. The objective of the study was to investigate whether dual antiplatelet therapy (dapt) including cilostazol (not aspirin) prevented thromboembolic complications and in-stent stenosis for long-term. Between october 2010 and july 2016, 20 patients underwent stent-assisted coil embolization of 20 unruptured intracranial aneurysms and received dapt, consisting of cilostazol (100 mg/day) and clopidrogrel (50 or 75 mg/day). Patient characteristics, detail of stents, symptomatic thromboembolic events, in-stent stenosis on follow-up angiograms, and hemorrhagic complications were evaluated. In-stent stenosis was defined as a reduction of percent diameter of 20% of more. Aneurysms were located in the internal carotid artery in 11 patients, anterior cerebral artery in 2, the vertebral artery in 3, and the basilar artery in 4. Enterprise vascular reconstruction device (vrd) was used in 11 patients, neuroform ez was in 8, and lvis jr. Was in 1. In-stent stenosis never occurred among 17 patients who underwent follow-up angiograms. No hemorrhagic complications occurred during the follow-up period. The study concluded that although dapt did not sufficiently prevent perioperative thromboembolic complications in stent-assisted coil embolization, it had beneficial effects on maintaining stent patency. Among 20 patients, 11 patients had enterprise devices implanted. No procedural, patient, or device-specific information (including catalog and lot number) was provided in the article. It is not possible to determine if the patients who experienced adverse events actually received enterprise stents; however, to take a conservative approach, these events will be considered as being associated with the enterprise stent. No further information was provided. The enterprise stents remain implanted and are thus not available for evaluation. Additionally, the sterile lot numbers are not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Thromboembolism is a known complication associated with the enterprise stent and stenting procedures. The root cause of the event could not be conclusively determined; however, patient, procedural, and pharmacological factors may have contributed to the events. The article did not specify how many of the thromboembolic events were associated the use of the enterprise stent. Although no conclusion can be made regarding the relationship of the enterprise stents and the reported events, there is no indication that the devices did not perform as intended. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported in a literature article by kasakura, s., mori, t., nakai, n., tanno, y., yoshioka, k., entitled ¿efficacy of cilostazol in stent-assist coil embolization of unruptured intracranial aneurysms¿, symptomatic thromboembolic events occurred in three patients during the procedure. The objective of the study was to investigate whether dual antiplatelet therapy (dapt) including cilostazol (not aspirin) prevented thromboembolic complications and in-stent stenosis for long-term. Between october 2010 and july 2016, 20 patients underwent stent-assisted coil embolization of 20 unruptured intracranial aneurysms and received dapt, consisting of cilostazol (100 mg/day) and clopidogrel (50 or 75 mg/day). Patient characteristics, detail of stents, symptomatic thromboembolic events, in-stent stenosis on follow-up angiograms, and hemorrhagic complications were evaluated. In-stent stenosis was defined as a reduction of percent diameter of 20% of more. Aneurysms were located in the internal carotid artery in 11 patients, anterior cerebral artery in 2, the vertebral artery in 3, and the basilar artery in 4. Enterprise vascular reconstruction device (vrd) was used in 11 patients, neuroform ez was in 8, and lvis jr. Was in 1. In-stent stenosis never occurred among 17 patients who underwent follow-up angiograms. No hemorrhagic complications occurred during the follow-up period. The study concluded that although dapt did not sufficiently prevent perioperative thromboembolic complications in stent-assisted coil embolization, it had beneficial effects on maintaining stent patency. Among 20 patients, 11 patients had enterprise devices implanted. No procedural, patient, or device-specific information (including catalog and lot number) was provided in the article. It is not possible to determine if the patients who experienced adverse events actually received enterprise stents; however, to take a conservative approach, these events will be considered as being associated with the enterprise stent. No further information was provided.